Manufacturer narrative:
One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvh13) and abutment were returned for investigation. The investigation was performed only on the implant since the reported event occurred only at implant level (within tissue areas) and there were no allegations against the returned abutment. Visual inspection of the as returned implant identified signs of wear and bone residue around the external threads due to usage. Additionally, the hex of the device had minor signs of wear. Measurements were taken. Through dimensional analysis and comparison to drawings, it was determined that the devices met design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization records. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report, device expiration, UDI n/a, implant placement date, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Age has not been provided.

Event description:
It was reported that the implant at tooth site #7 was removed due to infection and bone loss.